Event description:
The customer was found unconscious at 7:30am. Their family member called 911 and tested blood glucose while waiting for the paramedics and received a result of 70mg/dl. Paramedics tested with the customers device and received a result of 74mg/dl. The customer was taken to the hospital where their blood glucose was tested with a result of 38mg/dl. The customer was given glucose and a shot. They were admitted into the hospital. The customer was using expired strips and no controls were in use.